Manufacturer narrative:
The device is not available for evaluation. The root cause is unable to be determined at this time. If any additional information is provided, a supplemental report will be submitted. (B)(4). Manufacturer reference: (B)(4).

Event description:
Information was received that a remake or replacement of the appliance was requested to include band lugs to prevent the metal from bending. The anchor was reported to have broken. No patient harm or injury was reported. No additional information has been provided.

Manufacturer narrative:
The manufacturer previously reported incorrect information. The following correction has been updated in this report. Corrected information g3 (date received by manufacturer) and h6 codings that was not captured in the pervious report was corrected in this report manufacturer reference: (B)(4).

Manufacturer narrative:
The device was evaluated, the investigation has been completed and the results are as follows: DHR results the production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results the reported product has not been returned to the complaint handling team to date therefore an analysis of the physical product could not be performed. Root cause description refer to hhe 2024-001 for the root cause. The manufacturer internal reference number is: (B)(4).